Event description:
Healthcare professional reported that a patient was injected in the lips with x2 syringes of juvéderm volbella® xc and experienced no energy, swollen glands noticed day of treatment. Patient was unable to eat due to discomfort when swallowing, bumpy and dark patches inside the lower lip, blisters, and on a scale of 3-5. The patient's pain level is a 3 to 4 and feels like {they} got ran over by a truck." Patient has not been provided with any treatment at this time. Symptoms are ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is considered an unexpected adverse drug experience.